Event description:
Customer reported device contacts 3,4 & 5 have melting on them. Customer stated cleaning the base with alcohol wipes and the incident may be cleaning related. Customer indicated there was no patient or customer impact. A request was made for return product and replacement product was sent.